Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was found to have a loose lock sleeve, would not secure burrs or gages, spring was not engaged with cone sleeve, worn bearings and had a rough rotation. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that the burr attachment device would not fully accept in the lock on the burring tool. During an in-house engineering evaluation, it was observed that the lock sleeve was loose, would not secure burrs or gages, spring not engaged with cone sleeve, worn bearings and had a rough rotation. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly